Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue with the atrial line is that when they connect to the blood pump, it breaks under the air chamber to a little bubble. The drip chamber with a port, when they give meds through the line, the saline shoots out, nothing there to hold back its missing a cap or something. Issue with the venus clamp not connecting, not sure why. No injury reported.